Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain,'), genital haemorrhage ('abnormal bleeding (general),'), anxiety ('sychological orpsychiatric condition: depression and mental anguish') and depression ('sychological orpsychiatric condition: depression and mental anguish') in a 29-year-old female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specifyno". The patient's medical history included hypothyroidism, bacterial vaginosis, uterine bleeding, abdominal pain, dysfunctional uterine bleeding, menstrual disorder, ovarian cyst, diarrhea, fatigue, dizziness, bacterial vaginosis, uterine bleeding, dysfunctional uterine bleeding and depression. Previously administered products included for an unreported indication: ortho tri-cyclen. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta), sertraline hydrochloride (zoloft) and trazodone. On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety (seriousness criterion hospitalization) and depression (seriousness criterion hospitalization). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and medication, therapy. Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6)2014: final pathologic diagnosis: uterus, 99 grams showing diffuse adenomyosis. Benign proliferative endometrium. Cervix: small nabothian cysts and focal mild chronic cervicitis. Bilateral fallopian tubes: negative for pathology. Vaginal haemorrhage most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received lot number was added. Reporter information, medical history ,lab data and patient aka name were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain,'), genital haemorrhage ('abnormal bleeding (general),'), anxiety ('"psychological" or psychiatric condition: depression and mental anguish') and depression ('"psychological" or psychiatric condition: depression and mental anguish') in a 29-year-old female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included hypothyroidism, bacterial vaginosis, uterine bleeding, abdominal pain, dysfunctional uterine bleeding, menstrual disorder, ovarian cyst, diarrhea, fatigue, dizziness, bacterial vaginosis, uterine bleeding, dysfunctional uterine bleeding and depression. Previously administered products included for an unreported indication: ortho tri-cyclen. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta), sertraline hydrochloride (zoloft) and trazodone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety (seriousness criterion hospitalization) and depression (seriousness criterion hospitalization). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and medication, therapy. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2014: final pathologic diagnosis: uterus, 99 grams showing diffuse adenomyosis. Benign proliferative endometrium. Cervix: small nabothian cysts and focal mild chronic cervicitis. Bilateral fallopian tubes: negative for pathology. Vaginal haemorrhage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain,'), genital haemorrhage ('abnormal bleeding (general),'), anxiety ('psychological orpsychiatric condition: depression and mental anguish') and depression ('psychological orpsychiatric condition: depression and mental anguish') in a 29-year-old female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included hypothyroidism, bacterial vaginosis, uterine bleeding, abdominal pain, dysfunctional uterine bleeding, menstrual disorder, ovarian cyst, diarrhea, fatigue, dizziness, bacterial vaginosis, uterine bleeding, dysfunctional uterine bleeding and depression. Previously administered products included for an unreported indication: ortho tri-cyclen. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta), sertraline hydrochloride (zoloft) and trazodone. On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety (seriousness criterion hospitalization), depression (seriousness criterion hospitalization), urinary tract disorder ("bladder problem/urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and medication, therapy. Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, cystitis, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: treatment received for pain, bleeding, urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6)2014: final pathologic diagnosis: uterus, 99 grams showing diffuse adenomyosis. Benign proliferative endometrium. Cervix: small nabothian cysts and focal mild chronic cervicitis. Bilateral fallopian tubes: negative for pathology. Vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-may-2020: pfs received. New event: bladder problem/urinary problem, bladder infection, uti , vaginal infection , vaginal infection was added with outcome recovered. Outcome of event: physical pain / pain was added as recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain,'), genital haemorrhage ('abnormal bleeding (general),'), anxiety ('psychological or psychiatric condition: depression and mental anguish') and depression ('psychological or psychiatric condition: depression and mental anguish') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included hypothyroidism, bacterial vaginosis, uterine bleeding, abdominal pain, dysfunctional uterine bleeding, menstrual disorder and ovarian cyst. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), duloxetine hydrochloride (cymbalta), sertraline hydrochloride (zoloft) and trazodone. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety (seriousness criterion hospitalization) and depression (seriousness criterion hospitalization). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and medication, therapy. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and mr received : reporter added, patient demographic added, essure insertion date and removal date added, product indication updated. Events added- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), depression, mental anguish and device monitoring procedure not performed. Events onset date, events severity, concomitant drug, medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.